Event description:
Additional information: the physician indicated, that it seemed as if the bullet was still inside the patient. It was reported that the needle was not within the head of the capio open access suture capturing device. The patient's condition was reported to be fine.

Manufacturer narrative:
.

Event description:
It was reported to boston scientific corporation that a capio open access suture capturing device was used with a polyester 36-inch size 0 capio suture during an anterior repair procedure. According to the complainant, during the procedure, the needle of the suture detached inside the patient and was not retrieved. All other information, including the patient's current condition, is unknown. Attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
(B)(4).